Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation, and the reported condition was confirmed. This complaint is an ancillary event opened during investigation of (B)(4). The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump could not be heard beeping during power cycle. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.